Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the device was successfully verified prior the day of event. Most recent onsite visit from field service engineer was the installation of the device. Field service engineer performed and signed service installation record. System meets specification as per service installation record. No associated service visit for the reported event could be identified. No logfiles are available for review. Therefore, logfile review could not be performed. No complaint-related product is expected to return for investigation. Root cause could be determined as external, patient condition related (patient moved). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the slight decentered flap due to patient movement in the right eye of a patient during refractive surgery. The patient symptoms were resolved. Surgeon successfully lifted the flap without complications. Side cuts were complete, no tags or uncut areas, and the bed was nicely created. The decentration did not affect treatment.